Event description:
Same case as MFR report #6000089-2006-02110, -02111. It was reported that 194 days following a coronary artery drug eluting stenting treatment procedure; the patient experienced a tvr (target vessel reintervention). The index procedure identified and treated three target lesions. Each of the target lesions were de novo, 90% stenosed, moderately calcified, moderatley tortuous lesions of the mid lad (left aterior descending) which were treated with predilation using a 2.0x20mm maverick balloon and deployment of taxus liberte drug eluting stents. The lesions measured from the distal to proximal: 3.0x20mm, 3.0x12mm, and 3.5x12mm; and were treated with overlapping taxus liberte stents from distal to proximal: 3.0x32mm at 11atm, 3.0x16mm at 10atm, and 3.5x16mm at 12atm. The patient was discharged the following day on asa and plavix. The patient returned for a tvr 194 days following the index procedure due to 70% stenosis of the proximal lad. The stenosis was treated with a CABG (coronary artery bypass graft) bypassing the lad and circumflex arteries. The patient was reported to be taking asa and plavix at the time of this event. The event was reported to be "unrelated" to the study device. The product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.